Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubrication-lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage. 11. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory. Volume on collection container has been calibrated without uro-prep¿ tray in place."

Event description:
It was reported that the catheter was too flimsy which caused the head of the catheter to be too low to drain any urine when the nurse cathed the patient again an hour later she got 1000ml of urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the catheter was too flimsy which caused the head of the catheter to be too low to drain any urine when the nurse cathed the patient again an hour later she got 1000ml of urine.